Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with check iab catheter alarm that occured during intra aortic balloon therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. Then the user manipulated the iab catheter by pulling back a few millimteres and dropped the augmentation 3 bars while pressing autofill. This worked and pump did not alarm again. Then the user raised augmentation to full. No harm or injury reported.